Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the med link website displayed error messages when viewing orders that were not consistent with those shown in pyxis. A tylenol order showed an error message stating formulary item is blocked in med link; however, when the nurse attempted to remove it in pyxis, no issues were encountered. The customer noted observing this discrepancy multiple times while troubleshooting issues for nurses. In another instance involving insulin, med link displayed the error message problem with ordered amount, whereas pyxis indicated insufficient quantity. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.